Event description:
Boston scientific received information that after an implant procedure of this implantable cardioverter defibrillator (ICD), the patient developed a pocket infection and then became hospitalized.antiseptic dressings were placed on the pocket infection. The patient was later discharged from the hosptial. There was no additional adverse patient effects were reported. The ICD remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submited should further information be provided.